Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation coverage in his feet. The patient's original pain pattern is the bilateral lower back, legs, and feet. Reprogramming was unable to resolve the issue. It was also noted the patient's stimulation seemed more effective in the left leg. However, the patient desired more effective coverage in the right leg. Fluoroscopy did not indicate any anomalies. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the leads were relocated. The patient reported effective stimulation coverage postoperative. Please note the event date is unknown.